Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 403 mg/dl at time of incident and current blood glucose level was 377 mg/dl. The customer¿s sensor glucose was 237 mg/dl. The customer¿s blood glucose level was 283 mg/dl, 387 mg/dl and 367 mg/dl. The customer was treated with injection, needles and insulin. The customer stated she had high blood glucose with the pump. The customer stated that the pump alleged pump was under delivering as the blood glucose was high. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. The customer was advised high blood glucose may occur if the insulin is expired or cloudy. The insulin pump will not be returned for analysis.